Manufacturer narrative:
An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. Post use damage was evident with the bottom housing which was pierced multiple times. Damage continued throughout multiple components of the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia and dka. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient placed a pod on them on (B)(6) 2020. The next morning they were running slightly high around 200 mg/dl. The patient then started to feel very bad and weak like signs of dehydration. They decided to go to the emergency room as they were not sure if it was heat exhaustion or maybe even covid 19. The patient was then hospitalized with diabetic ketoacidosis (dka). The patient was hospitalized for 2 days and treated with insulin and fluids.